Event description:
The customer reported that the feeding tube was cracked one inch along the length of the tube at the y-site connection. When feed was initiated through the tube, it was leaking at the crack. The tube had to be removed and replaced with a new tube. This was very invasive for the young patient. Per additional information received on 11aug2022, there was no patient injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on september 08, 2021. Two photos and one physical sample were received for investigation. The sample was evaluated, and the reported condition was confirmed. A corrective and preventative action has been initiated to address the reported condition.